Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk. The insulin pump unable to prime during the prime test due to protruded/loose drive support disk. No prime alarm noted. The insulin pump received with scratched display window, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Troubleshooting revealed that the drive support cap was protruded. Nothing further was reported.